Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure name? = tka was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify.= product removed and change new piece if medication was required, please clarify if it was prescribed by a physician. = none what is the most current patient status? = normal can you identify the product code and lot number of the product that was used? = sxpp1a201 lot number? = remhlp what tissue was being approximated/ sutured? =fascia procedure and event date? = tka on (B)(6) 2022 what was the appearance of the suture during the removal? : seems like the tip of suture is smaller than normal, so it did not lock. Was reoperation necessary to remove the suture and re-close the wound? : no, physician change the suture. Was the suture trimmed in physician¿s office? N/a was the suture removed in a routine post-op procedure? No. Was the suture removed in a reoperation procedure? No. Photo investigation summary: two images were submitted for review. Upon visual inspection of the received images, the dispensed and detached needle/suture could be seen with a stratafix suture code sxpp1a201. Also, the fixing tab was broken on one side. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m event related to mw # 2210968-2022-03871. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2022 and barbed suture was used. The fixation of the suture did not lock. The suture tore from the needle during the operation. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/23/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.